Event description:
A nurse reported that the system shut down on its own during a cataract procedure. The system was rebooted to finish the case. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).